Manufacturer narrative:
Concomitant medical products: product ID: dtma1d4 crt-d, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high pacing impedance and oversensing with noise was observed on the right ventricular (rv) lead. A fracture was suspected. The lead was cut/capped and replaced. The proximal portion of the lead was explanted. No patient complications have been reported as a result of this event.